Manufacturer narrative:
Additional information: d9, h3 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) stated the cycler alarmed with m31 air detected in cassette warning messages during drain 2 of 4 of the patient's peritoneal dialysis (pd) treatment. The pdrn stated there was fluid leaking from the patient line near the connector and there was solution on the carpet. The patient had dark carpet and was unable to say how much fluid leaked. The patient was connected during the incident. Unused lines were clamped and and no air bubbles were found during setup. The film on the back of the cassette was not loose. Fluid was not discovered in the pump module area or on the external of the cassette. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The sample available to be returned for evaluation. Additional information was requested but was note received to date.

Event description:
A peritoneal dialysis registered nurse (pdrn) stated the cycler alarmed with m31 air detected in cassette warning messages during drain 2 of 4 of the patient's peritoneal dialysis (pd) treatment. The pdrn stated there was fluid leaking from the patient line near the connector and there was solution on the carpet. The patient had dark carpet and was unable to say how much fluid leaked. The patient was connected during the incident. Unused lines were clamped and no air bubbles were found during setup. The film on the back of the cassette was not loose. Fluid was not discovered in the pump module area or on the external of the cassette. The patient did know how to perform continuous ambulatory peritoneal dialysis (capd) therapy and would not perform manuals. The sample available to be returned for evaluation. Additional information was requested but was note received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.